Event description:
The patient reported that the up arrow and down arrow keypad buttons are intermittently unresponsive. She stated that the down arrow button feels flat and hard. She stated she first noticed the issue on (B)(6) 2011, and it has become progressively worse with time. The patient reported that the ok keypad button is responding appropriately. She stated that she wears the pump on her belt, and does not clean the pump.

Manufacturer narrative:
Follow-up #1 08/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2011 with the following findings: all buttons respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.